Event description:
Health professional reported the explant of a lap-band system access port due to a ¿leaking port.¿ the physician noted that the band was not holding fluid and could not aspirate as much saline as expected. Pt also reported feeling ¿no restriction.¿ during port replacement surgery, the physician performed a leak test using methylene blue and noted ¿a leak at back of port, blue ring evident.¿ the port was explanted and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add¿l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿